Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty inflating and kink was confirmed. Based on visual, functional and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was treating a lesion in the left descending anterior tibial artery. The 2.0x40mm armada 14 pta catheter was advanced over a spartacore guide wire to the lesion. The device was pressurized; however, failed to inflate. The device was removed from the anatomy and a kink was found on the proximal shaft. Another armada 14 was used to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.